Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected the wireless footswitch could not be used during a planned procedure.. A philips service engineer inspected the system onsite and concluded that the issue was likely due to a charging or battery failure the engineer replaced the wireless footswitch which solved the issue.

Event description:
It has been reported to philips that, the wireless footswitch was not connected to the system during a procedure and battery lights are flashing very fast. The procedure was completed by using a wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.